Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 423 mg/dl. Reportedly, the t:lock/luer lock connection was not straight and secure. Customer administered a manual injection to resolve issue.